Manufacturer narrative:
Section h10 and/or h11 of the initial medwatch report (MFR report #0003015876-2022-02737) indicates: stryker performed an initial evaluation of the device and could not duplicate the reported issue. Stryker received additional patient information from the customer. The customer provided stryker with the available patient information. Patient fields in which information is not provided were intentionally left blank. Section h10 and/or h11 of the initial medwatch report (MFR report #0003015876-2022-02737) should indicate: stryker performed an initial evaluation was able to verify and duplicate the reported issue. Stryker received additional patient information from the customer. The customer provided stryker with the available patient information. Patient fields in which information is not provided were intentionally left blank. Additional: stryker replaced power pcb, battery wire harness and banana pins as a preventive measure. After completing other unrelated repairs, proper device operation was observed through functional and performance testing and the device returned to the customer for use. Stryker further evaluate the device and determine the root cause for the reported issue is due to a faulty battery.

Event description:
The customer contacted stryker to report that their device unexpectedly powered off. In this state, the device may not be able to deliver defibrillation therapy if needed. This issue is patient related; however, there was no adverse event reported.

Manufacturer narrative:
Stryker received additional patient information from the customer. The customer provided stryker with the available patient information. Stryker performed an initial evaluation of the device and could not duplicate the reported issue.

Event description:
The customer contacted stryker to report that their device unexpectedly powered off. In this state, the device may not be able to deliver defibrillation therapy if needed. This issue is patient related; however, there was no adverse event reported.